Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was between 8-9 mmol/l. The customer stated that the pump takes about 5 minutes to start up. The customer stated that she noticed the issue about a month ago. The customer stated that she kept receiving failed battery tests. The customer stated that she changes the batteries often on the pump. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.